Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during the guidewire insertion procedure, the guidewire was knotted. There was no reported patient injury.

Event description:
It was reported that during the guidewire insertion procedure, the guidewire was knotted. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a knotted guidewire is confirmed and was determined to be use related. One 0.018 in. Guidewire was returned for evaluation. An initial visual observation showed use residue on the returned sample. The coiled section of the guidewire was observed to be kinked in multiple locations and the distal tip of this section was observed to be knotted. A microscopic observation revealed the coils of the portion of the guidewire that was knotted were disjointed and the core wire could be seen between the disjointed coils. The weld tip was observed to be present and intact. The knot in the distal end of the guidewire was likely caused by repeated advancement and retraction of the guidewire against resistance. The product IFU states: ¿do not use excessive force when introducing guidewire or microintroducer as this can lead to vessel perforation and bleeding.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.